Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle is not intact. The deployment knob components were received loose and detached from the handle. A tab had broken and detached from the underside of deployment knob component 1. No other damage was observed to the rest of the loose deployment knob components. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned and evaluated by medtronic; visual analysis confirms the reported deployment knob separation. A tab was observed to be broken and detached. There was no other evidence of damage on the dcs. Actuator separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during set-up of this transcatheter bioprosthetic valve, while crimping and closing of the capsule the enveor l delivery system (dcs) blue knob broke apart. A second dcs and valve were loaded and during the first third of valve deployment while turning the knob three times the end cap separation occurred, the dcs and valve were removed from the patient successfully. A third dcs and new valve were loaded and implanted with no adverse patient effects. It was reported that the second dcs passed visual, tactile and fluoro inspections and the third dcs the stylet was missing in the package. The products will be return for analysis.